Event description:
It was reported that a "plastic particle" was noted on the tip of the guidewire, as the guidewire was being removed from the microcatheter (subject device) during the procedure. The physician stated that this particle may have been peeled from the microcatheter. The microcatheter was removed from the pt. The procedure was completed using another of the same device. There were no reported clinical consequences to the tp. No further info was provided.